Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 28jul2020 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: a nurse reported on behalf of a female patient that the patient felt the use of her humapen savvio device was different than usual and only small amounts of insulin were ejected when priming. The patient experienced hyperglycemia. Investigation of the returned device (batch 1703v04, manufactured march 2017) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: jp202006012610. This report is associated with product complaint: (B)(4). This spontaneous case, reported by a nurse via a sales representative, concerns a female patient of unknown age. The patient had no medical history. Her concomitant medications included an unspecified rapid-acting insulin analog. In (B)(6) 2018, the patient started to use humapen savvio (green). On unknown date, she started subcutaneous insulin glargine (insulin glargine cartridge lilly) via humapen savvio (green) for type 1 diabetes mellitus (dosage not provided). On unknown date, she visited the reporting nurses hospital and reported that she experienced hyperglycaemia (lab data was unknown), and was hospitalized in another hospital for three days (onset date or duration from starting insulin glargine or humapen savvio was not provided). The patient also complained that the feeling of use of the pen was different than usual and only small amounts of insulin glargine was expelled when priming (lot #: 1703v04). A new pen (details not provided) and insulin glargine were prescribed. The event resolved. Insulin glargine was continued. Treatment information was not provided. This case is associated with pc# (B)(4). (Humapen savvio), 5200706(insulin glargine cartridge). Investigation of the returned device found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage. The operator of the pen was the patient and her training status was unknown. The duration for use of this device was about two years and two months as of the reporting on 29-jun-2020. The pen was returned on 06-jul-2020. The reporting nurse considered that the event was not related to insulin glargine. The nurse also considered that the event was due to the device problem, and the patients primary disease. Follow-up information received on 30-jun-2020 was entered with initial information. Edit 01jul2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit on 27-jul-2020: upon internal review, added device age/units and corrected narrative. Edit corresponding fields. No new medically significant information was added. Updated on 28-jul-2020: additional information was received on 27-jul-2020 from the global product complaint database. Added device specific safety summary. Changed malfunction from unk to no. Corresponding fields and narrative updated accordingly. Edit 28jul2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a nurse via a sales representative, concerns a female patient of unknown age. The patient had no medical history. Her concomitant medications included an unspecified rapid-acting insulin analog. On unknown date, the patient started subcutaneous insulin glargine (insulin glargine cartridge lilly) via humapen savvio (green) for type 1 diabetes mellitus (dosage not provided). On unknown date, unspecified duration after starting insulin glargine, she experienced hyperglycaemia (lab data was unknown), and was hospitalized for three days. The patient also complained that the feeling of use of the pen was different than usual and only small amounts of solution of insulin glargine was injected when primming (lot #: 1703v04). A new pen (details not provided) and insulin glargine were prescribed. The event resolved. Insulin glargine was continued. Treatment information was not provided. This case is associated with pc# (B)(4) (humapen savvio), (B)(4) insulin glargine cartridge). The operator of the pen was the patient and her training status was unknown. The duration for use of this device was about two months. The pen was returned for investigation. The reporting nurse considered that the event was not related to insulin glargine. The nurse also considered that the event was due to the device problem, and the patients primary disease. Follow-up information received on 30-jun-2020 was entered with initial information. Edit 01jul2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.